Manufacturer narrative:
The lead was not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited pacing impedance measurements of greater than 2,000 ohms with a loss of pacing. A lead fracture was identified via fluoroscopy. The lead was surgically abandoned and a new lv lead was implanted. No additional adverse patient effects were reported.